Event description:
It was reported that the right atrial (ra) lead had intermittent loss of capture and total loss of sensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2006. (B)(4).